Manufacturer narrative:
Evaluation summary: the scope is in good condition after inspection. No action taken. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Newly purchased 2021 manufactured vnl11-j10 scope (sn: (B)(4)) also causing intermittent flickering video images in the ent clinic. According to the nurses, the flickering image issue also happened while doctor was scoping the patient, especially when it's nearer to patient's vocal cord. She mentioned that the intermittent flickering images also transits to a full black out for a couple of seconds. This event occurred at the time of during use. There was no report of patient harm.